Manufacturer narrative:
Product was not returned therefore no conclusions could be made. The investigation is ongoing. A follow up report will be filed when the investigation is concluded.

Event description:
Customer called (B)(6) 2011 to report a blood spill on the device. The operator noted a loud noise from the header and disc. They opened the cover and discovered the spill. The machine was turned off, unplugged, and taken out of service. No pt or operator injury was reported.